Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing were observed. The lead was capped and replaced. The patient was okay post-procedure.